Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the ventricular perforation was attributed to the stiff guidewire puncturing the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiac perforation is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of a ventricular perforation during a transfemoral deployment of a 26 mm sapien xt valve. As reported, after the valve was deployed, an aortogram was performed to verify the position and check for paravalvular or central leaks. A leak was noted and a decision was made to post dilate using an additional 1 ml of saline. However, before the post dilation was performed, the patient¿s clinical situation began to worsen. A cardiac tamponade was discovered. A pericardiocentesis was performed; however, this was unsuccessful and the patient was converted to an open procedure. Unfortunately, the patient passed away. Per report, the cardiac tamponade was due to left ventricle perforation caused by the guidewire.